Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly. Additionally, it was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized. Customer was treated with an intravenous insulin drip. Reportedly, the customer's continuous glucose monitor (cgm) stopped functioning as intended. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.